Event description:
Customer reported that she had three low blood glucose episodes. Customer stated that the blood glucose was 30 mg/dl, because her insulin pump drive support cap was sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.